Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, but no additional outcomes were reported.